Manufacturer narrative:
Additional information: d3(MFR name and street 1), d4(UDI), g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a device-related shock. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a testicular lowering surgery, one doctor held the pre-steel clamp in his left hand while another handled the non-medtronic electric scalpel. During hemostasis, one of the doctors experienced a sharp, electrocution-like pain in his left thumb that went through his heart and was externalized by the left hallux. The anesthetist checked that the child did not sustain any burns and was fine. At the affected doctor's request, another doctor examined him. The doctor was then admitted to the recovery room of the common block, where a filling and ECG were performed. Since the patient was unaffected and in good condition, the procedure was completed by another doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during testicular lowering surgery, the doctor held the pre-steel clamp in his left hand and dr. (B)(6) held the handle of the non-medtronic electric scalpel. While hemostasis, dr. (B)(6) felt a sharp burn in his left thumb that went through his heart and was externalized by the left hallux. Electrocution-like pain. It was checked by the anaesthetist in the room that the child does not have a burn and that the child was fine. At the request of dr. (B)(6), dr. (B)(6) examined dr. (B)(6), the bilante and the perfuse. Dr. (B)(6) was admitted to the recovery room of the common block (-3) where a filling was performed and an ECG was performed. There was no problem for the patient so after checking that the patient had nothing, the intervention was finished by another doctor.